Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during reinstallation of colon transit, the device broke. A component fell into patient cavity. There was unanticipated tissue loss and tissue damage that led to additional 30 minutes or more surgical time. Another stapler was provided to complete the case.